Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e103 (clv lamp lighting failure). Xenon lamp failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e102 was due to the overall failure of the lamp. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had error 102 during inspection for use. There were no reports of patient involvement.